Manufacturer narrative:
On (b()4) 2014, the field service engineer (fse) evaluated the instrument and determined the leak occurred from the blue strip tubing in pinch valve pv49. The customer replaced the tubing at pv49 to resolve the leak prior to his arrival. (B)(4).

Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. The leak was spraying fluid inside the instrument and leaked onto the floor. The customer was wearing gloves and a lab coat when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.